Event description:
User reported false positive result. Negative pcr.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Manufacturer narrative:
In section a1, the patient identifier was accidentally writted as (B)(6) instead of (B)(6) by reporter in follow up #1. In section b2, "congenital anomaly/birth defect" has been deselected after being inadvertently selected in follow up submission #1. The 1st supplement submission was assumed as a presumed recall affected, although after further investigation was done, the lot number proved to be part of the recall affected batch hence change of investigation codes and addition of the lot number.